Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery is not lasting as long as the user would expect. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: the pump's black box showed no evidence of short battery life. There was evidence of moisture contamination on the underside of the battery cap. The battery compartment was intact. The pump's current draws were within specifications. The display screen was dim and discolored. The audio bolus button was damaged, but still responsive.